Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system displayed filament regulator failed, low ma, and ma sensor errors. The fse determined the cause of the problem to be the filament driver board was faulty. The fse replaced the filament driver board and verified system functionality. The filament driver pcb (fdb) regulates the filament current, filament selection, interlock circuit function, pre-charge, overvoltage protection, and filament drive. The fdb interacts with gib, gdb, power cap module, stator transformer assembly, and high voltage tank. The fdb functions are controlled and monitored by gib and gdb. Failure of the fdb can cause filament and ma errors. Replacing the fdb resolves this issue. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver pcb was evaluated and replaced. A full filament and generator calibration was also performed as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.